Event description:
This pacemaker was interrogated and found to have a good battery status and a magnet rate of 100 ppm. The battery voltage at this interrogation was 2.63 volts and a message was displayed on the progammer print outs that indicated the device required intensified follow-up (ifi). Approx two months after this interrogation the device stopped pacing and the pt became syncopal. The device was explanted and replaced. Although it was not returned for analysis. Four months after the replacement an interrogation of the explanted device was performed. The device was at reset vvi parameters and the battery status indicated that it had reached elective replacement past (erp) at the time of the explant procedure. Eight months after this interrogation the device was returned for analysis.